Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the electrode was super short when removed. The patient¿s blood glucose level was 194 mg/dl at the time of the incident. Blood at site was also reported. Transmitter did not blink. When recharged and reconnected it blinked, but then couldn't connect sensor. The device is not expected to be returned for analysis.